Manufacturer narrative:
On june 21, 2024, mentor received confirmation from the healthcare professional that baker grade IV capsular contracture diagnosis was for the right breast, not the left breast. Therefore, capsular contracture was added to this file for the right breast prosthesis. Reason for device explant and/or reoperation: capsular contracture on july 02, 2024, the mentor analysis lab received the suspect medical device for evaluation. On july 04, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 480cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. During a consultation with a medical professional, it was noted that the right breast implant was exposed and she diagnosed with left breast baker grade IV capsular contracture. As a result, the patient underwent bilateral removal and replacement with 460cc mentor smooth round high profile saline breast implants on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).